Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 4/1/2022, it was reported by a sales representative via email that an ar-1530bc biocomposite-tenodesis screw with handled inserter pulled the screw out when removing the handled inserter. The screw was welded to the inserter. Surgeon was able to complete case with a 3.5mm swivelock and taking off the eyelet to tenodesis the tendon and suture. This was discovered a procedure on (B)(6) 2022. Additional information received on 4/4/2022: this was discovered during an interosseous scapholunate reconstruction and nothing broke inside the patient.